Event description:
A peritoneal dialysis patient called fresenius technical support stating he had been receiving fill complications. This has occurred 2 times in 2 separate treatments. No fibrin or air bubbles seen at the time of the alarms and the patient uses heparin. Technical support provided information regarding fill complications. The patient states he does not make sure cones properly break off from port into the bag which is common for fill complications. The patient also stated that he tried to manually drain out the solution bags when he removed supplies from the cycler, set the cassette down on the floor, and the cassette swelled up and busted. Technical support told the patient anytime the cassette is laid on the floor this can happen. Technical support advised the patient to call again if alarms continue.

Manufacturer narrative:
A product investigation was performed. The device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review was performed by the post market clinical department. Per the pharmacovigilance associated a call was placed to the patient to obtain further information. The patient stated during treatment he received constant patient line blocked alarms. He was unable to clear the alarms so he stopped treatment. Upon removing the used cassette the patient noted one of the black ball heads in the cassette department were wet. He was unable to tell where the fluid came from. The patient dried the fluid and attempted to another treatment. The alarm persisted and the patient stopped treatment again. Upon removal of the used cassette the black ball was wet again. The patient could not determine where the fluid came from. The patient did not visibly see any cracks, holes or tears in the cassette or tubing. The patient inverted the cassette and filled it with solution and did not see any fluid leak. The patient did not report the incident to his nurse. The patient did manual exchanges for treatments until a replacement cycler arrived the next day. The patient did not experience a fever or infection after this event. The patient stated he has had no problems since this event and continues to use the replacement cycler with no further problems. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.